Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited abnormal impedance measurements. A fracture was noted during the device replacement procedure. The lead was explanted and replaced with another guidant defibrillation lead.